Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage was unable to be confirmed. A specific cause for the reported damage was unable to be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. B are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the driveline was covered with a catheter tube and rescue tape. It was noted that patient had a right-hand deficit secondary to stroke (MFR #: 2916596-2025-04572) which made driveline manipulation difficult. The left ventricular assist device (lvad) component manipulation with one hand and with the holster vest would be reassessed.

Event description:
It was reported that the patient was seen at the heart failure clinic for a follow up appointment. The previously reinforced driveline patient cable was twisted, and the wires were partially exposed. Log files were submitted for review and captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.